Event description:
During a coronary stenting drug eluting treatment procedure, a shaft fracture occurred. The 95% stenosed lesion beig treated was locaed in the severly calcified, severely tortuous left anterior descending (lad) artery. During insertion to the catheter the shaft broken in catheter. No pt complications were reported. Pt status reported as "satisfactory and good".